Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The foil of the actual sample shows pinholes in bottom foil cavity likely causing the process of disintegration. Additionally pinholes in bottom foil cavity of unopened samples were detected.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. During the procedure, the suture detaches from the needle when piercing the tissue and the suture remains stuck in the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. During the evaluation, pinholes were noted in the bottom foil cavity. No further information is available.